Event description:
The customer reported the settings are erratic during parameter change. The ventilator was being set up. The authorized service personnel (asp) replaced the front bezel to address the reported issue. Testing was performed and passed. Based on information provided and/or service performed, the customer¿s alleged malfunction was confirmed. Although the navigation ring has not been returned, previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes the reported navigation ring failure.